Event description:
The rep reported the devices were used during a laparoscopic cholecystectomy. It was reported the er320 was scissoring clips while trying to ligate the cystic duct. Also the 1seal tore during the procedure. Both products had to be replaced to finish the procedure. There was no consequence to the pt.